Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had a "dark, burn with black marks" under the ECG electrodes that was bleeding. Follow-up indicated that the skin irritation was the same.